Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. The reported symptom of "pump does not recognize a closed door" was confirmed and was determined to be caused by a failed link switch. The upper auxiliary assembly, which contains the failed link switch, was replaced.

Event description:
It was reported that a spectrum pump does not recognize a closed door. It was also reported that there was no patient injury.